Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc), but omsc could not evaluate the subject device since the device was used for a patient with an infection. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has been warned in the instruction manual as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an open surgery of partial hepatectomy, three thunderbeat devices were used. When the first thunderbeat device was being used, probe damage error occurred. About 3 hours after the start of procedure, the tissue pad was severely worn. The user exchanged the device to the second thunderbeat device and probe damage error occurred. About 1 hour after use, the tissue pad was severely worn. The intended procedure was completed with the third thunderbeat device. There was no patient injury reported. This is the report regarding the severely worn tissue pad of the second device.